Manufacturer narrative:
Conclusions & results - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip close cable to be broken in two locations, at the distal idlers and the scissor grip. Pulley spins freely. The cable broke under tensile loading. Other cables at wrist are not damaged. Engineering also observed the main tube to have material removed all around the tube from the midpoint to the tube extension interface. The surface finish is very rough due to glass fibers being exposed. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received. No other damage found.

Event description:
It was reported that the monopolar curved scissors instrument had a broken cable. No add'l info was provided. No patient harm, adverse outcome or injury was reported.